Event description:
It was reported that a tl30 was used during a low anterior resection. It was reported by the affiliate that the stapler was put over the rectum, fired and the dissection was made, but when removed after resection, the surgeon observed that the staples had not formed correctly and that some of the staples seemed to be missing. The bowl was still open and a purse string suture had to be put on the rectum. There was no consequence to the patient.